Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to discomfort. It was also reported that the implantable pulse generator (ipg) exhibited sudden premature battery depletion and was not capturing at high output. The device was reprogrammed and later explanted. No patient complications have been reported as a result of this event.